Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp wanted to discuss some troubleshooting and device concerns. On the first interrogation, the physician programmer made a noise and showed a power on reset (por) screen but it quickly disappeared and the hcp didn't capture the number so they could not determine what the por code was. Upon a second interrogation, the noise and a black symbol came up then the screen went blank but the hcp was able to read the ins. During the impedance check, results greater than 10000 ohms were seen. They tried to increase stimulation from 0.6 volts to 10.5 volts, but the patient could not feel stimulation. Impedance was rerun at 3.0 volts and the results for the quad lead were 13000, 17000, and 13602 ohms for contact 0, 12000-23696 ohms for contact 1, 178 83-21554 ohms for contact 2, and 12813-23696 on contact 3. It was noted that further evaluation of the lead/extension should be considered. The hcp provided some history. The patient's device was for angina. The ins was changed out on (B)(6) 2018. On (B)(6) 2018, the ins was checked and impedance values were seen as greater than 10000 ohms per clinical notes at that time. It was unknown what troubleshooting steps were done at that time or if any steps were taken. Additional information was received from a manufacturer representative (rep). It was reported that the ins replacement on (B)(6) 2018 was for a battery that depleted under normal life expectancy as the previous ins was implanted in 2009 and had the message to replace. The rep provided notes from the hcp. The patient was in the clinic the week prior to (B)(6) 2020 as he felt no stimulation. The ins was not overdischarged as the patient was charging the battery on a regular basis and the rep was able to interrogate. The impedance on interrogation that week were all over 10000 ohms. It was noted that this information was confirmed with the physician/account. From the provided hcp notes, it was indicated that the hcp had switched physician programmers after the first interrogation with the por message, and needed to power back on after the second interrogation with the black symbol. It was noted that they would do fluoroscopy with the physician to see if there was a break in the lead or extension. The patient did not know any inciting events to cause the loss of stimulation. The patient normally had stimulation amplitude at 3-4 volts, but for some reason had it set to 0.6 volts at this first interrogation. The hcp called a rep and left a message, then the hcp called the manufacturer's technical services. Fluoroscopy was done and they were not able to see a break in the lead or extension. The hcp told the patient that they would need to revise, but they needed to get an operating room date. The hcp was to get back to the patient when they had a date.

Manufacturer narrative:
Correction: upon further review, additional device information was known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.